Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history records were reviewed for the reported lot number aa4251n38 the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from (B)(6) stating , "the balloon has shown a rupture, after some days of the inserted probe."